Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed self-test. Pump connected to the mini med mobile app successfully on both android and ios. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. However, the electronic assemblies and motor assemblies were inspected, and moisture damage was noted at pcb1 board. The following were noted during visual inspection: corroded electronic assembly, scratched case, pillowing keypad overlay, battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, retainer knit line damage, partially broken retainer. The p-cap/reservoir did not lock properly. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. Confirmed the pump communicated with the mini med mobile app. No communication anomalies noted. However, moisture damage was noted at pcb1 board. Also- confirmed retainer ring damage and reservoir not locking into place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between pump and transmitter and loss of communication between pump and mobile. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1884 was requested and it was returned for analysis.